Event description:
It was reported that during an implant procedure, the implantable pulse generator (ipg) was removed and replaced due to a pacing problem. A replacement ipg was then implanted, however it also exhibited poor pacing and was later explanted. In addition, the atrial lead repeatedly dislodged and could not be affixed, and the ventricle lead exhibited high impedance. The attempted atrial lead was not used, and the ventricle lead was scheduled for replacement. No patient complications have been reported as a result of this event.